Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found damages consistent with that occurring at the time of implant/explant procedure. X-ray examination of the lead was normal. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, loss of ventricular sensing was noted on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable throughout the event.